Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the cuff check the foley catheter sterile water did not return.

Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Received a 3 way temp sensing catheter with cut portion of inlet tubing and 2 straight tipped syringes. Visual inspection noted that the balloon was partially inflated prior to the start of this evaluation. Attempted to deflate balloon passively using the returned syringes but solution could not be withdrawn. Solution was withdrawn by aspiration. Inflated balloon with 10 ml of solution and the catheter rested with no leaks noted. Using the return syringe, attempted to deflated passively and only 5 ml could be withdrawn. Deflated balloon passively using the inhouse luer lock syringe in 1 minute and 51 seconds with no cuffing noted. The reported event is confirmed against the returned syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Refer to CAPA 12474540 for further details. Correction: d,e,f,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the cuff check the foley catheter sterile water did not return.